Manufacturer narrative:
Results: are based upon user information only since the involved sample was not returned for evaluation; is based upon testing of reserve samples. Conclusions: is based upon user information only since the involved sample was not returned for evaluation; is based upon testing of reserve samples. Neither specific information regarding the conditions under which the reported problem occurred nor the involved device is available for evaluation. Evaluation of samples from the reported lot, the previous and subsequent lots did not reveal any abnormalities. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported breakage cannot be definitively determined based upon the available information, there is no indication that the event was related to a pre-existing device defect. The fact that this was a self-injection by a lay user in a needle exchange program may be a contributing factor. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
A participant in a needle exchange program reported that an insulin syringe needle "broke off" while attempting to inject himself/herself. Follow-up communication with personnel at the needle exchange facility confirmed: the user was a layperson that was injecting illicit drugs; they did not require medical attention as a result of the reported breakage of the needle; and additional event specific information was not available.